Event description:
During an atrial fibrillation ablation procedure, when performing the ablation with the ablation catheter, it was noted that there was a clot at the tip of the catheter. The physician was advised to change the catheter, but he insisted on remaining with the same catheter as he reported it was working normally. The procedure was completed with this same catheter and the procedure was successfully completed with no adverse consequences to the patient. The catheter was discarded.

Event description:
Update to health effect code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.